Event description:
It was reported that, during patient use, the ventilator expiratory module got flooded with water from a humidifier. Although requested, it is not known if the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical service engineer (tse) troubleshot the reported incident with the customer over the telephone. The tse recommended the customer replace the expiratory module. The customer was instructed by tech support to call back if the recommended part or tests did not correct the failure, and if they will return the replaced part.